Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 07-aug-2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The estradiol st aia-pack e2 analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. The aia-360 operator's manual under chapter 8 - 1.shut down operation (shut down menu) recommends the following in order to avoid contamination: make sure to prime the substrate lines at the end of each day of operation. Leaving the substrate in the lines will result in fluid evaporation and precipitation of the reagent, which may clog the lines. Residual substrate in the lines may also cause a higher background measurement. Replace the substrate in the lines by priming them with ethanol disinfectant solution. Also note that priming the lines with distilled water will contaminate the lines and cause higher background measurement results for the enzyme substrate. The most probable cause of the out of range high qc was due to contamination of the system. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
A customer reported out of range high estradiol (e2) level 1 quality control (qc) on their aia-360 analyzer. The customer opened a new bottle of qc and substrate solution, but issue persisted. The customer was sent a new lot of mac qc and was instructed to decontaminate the analyzer. At a later date the customer confirmed that after decontaminating the instrument qc was within acceptable range. The issue resulted in delay reporting of patient results for estradiol. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.